Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the patient for the endovascular treatment of an > 50mm abdominal aortic aneurysm. It was stated that infrarenal neck was relatively short at this time and a type 1a endoleak was observed at the index procedure, which was not observed on follow-up ultrasound. It was reported that a CT was performed nine years later, where an increase in aneurysm sac size from 50mm to 73mm was noted. Another follow-up CT was performed during the same month, where it was observed a disconnect of the suprarenal sent of the endurant stent graft from the fabric which has migrated down. A type ia endoleak was also noted on CT. It was reported that the gap between the suprarenal stent which is sitting over the renal arteries and smato the fabric below is approximately 23mm length. No coverage/occlusion of the renals was observed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis the reported suprarenal severance and proximal endoleak events were confirmed on the films provided; however, the cause of the event could not be fully determined. The anatomy at implant is unknown and earlier post-implant CT¿s showing disease progression over the duration of implantation were not available. The bifurcate had migrated distally due to the stent severance which likely resulted in a proximal type I endoleak, which may have contributed to the reported aaa expansion. It is possible that disease progression due to neck dilatation over time may have contributed to the suprarenal stent detachment. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.